Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -7.50/1.0/002 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).